Manufacturer narrative:
It was reported that the internal magnet was explanted (date not reported). This report is submitted on 13 january 2020.

Manufacturer narrative:
The product information has now been added. This report is submitted on february 24, 2020.

Manufacturer narrative:
This report is submitted on 10 december 2019.

Event description:
Per the clinic, the patient experienced skin breakdown at implant site and subsequently the patient was treated with oral antibiotics.